Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient presented to the emergency room and upon interrogation the right ventricular (rv) lead shock impedance measurement was noted to be greater than 200 ohms. Review of the data found that the shock impedance was trending high out of range at 156 ohms with increases to greater than 200 ohms. The increase above 100 ohms started eight months earlier. Defibrillation threshold (dft) testing was performed and a subsequent revision procedure. During the procedure the physician noted the setscrew on the implantable cardioverter defibrillator (ICD) was loose. The setscrew was tightened and within range shock impedance measurements were observed. The rv lead and ICD remain in service and no additional adverse patient effects were reported.